Manufacturer narrative:
The customer reported that they will not return the unit/part for evaluation. Therefore, no root cause could be determined. However, the customer advised they were able to enter the event trace menu to check for errors. They discovered a series of ext lst (external power lost) and batmpt alarms with no time stamps. They also verified that the vent is not recognizing the sprintpack attached since the external power led is not lit, but when connected to a different sprintpack, the external power led comes on as expected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the laptop 1200 ventilator alarmed vent inop (inoperable) alarm occurred while connected to a patient. The customer stated that the patient was removed from the ventilator and placed on a back up ventilator. The customer confirmed that there was no patient harm or injury associated with the reported event.